Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the usm3 associated with this complaint and completed its investigation. Failure analysis could not replicate the reported issue ¿ error 25742. The unit was placed on the in-house system and passed testing. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the system repeatedly faulted with error 25742 on universal surgical manipulator (usm) 3 every time the port clutch button was pushed. The intuitive surgical inc. (Isi) technical support engineer (tse) had the customer hard cycle the system but the issue persisted. The customer was not able to recover from the fault and made the decision to complete the procedure using another da vinci surgical system. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and replaced usm 3 to resolve the repeated error fault (25742).